Manufacturer narrative:
Concomitant products: carto 3 system, model #:m-4800-01, serial #:(B)(4); 2.stockert 70 system, model #:m-5463-01, serial #: (B)(4).

Event description:
It was reported that during an supraventricular tachycardia procedure, the patient had trouble breathing and an echo confirmed a perforation on the right ventricle. A pericardiocentesis was performed. The patient was stabilized and under observation. Additional clarification was requested on the event, but no additional information has been received.

Manufacturer narrative:
(B)(4). It was reported that during an supraventricular tachycardia procedure, the patient had trouble breathing and an echo confirmed a perforation on the right ventricle. A pericardiocentesis was performed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. Finally, the catheter was tested for eeprom and calibration functionality. The catheter failed during the calibration functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the calibration test. However, the root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to address the potential pcb issues/intermittency.